Event description:
Savaria was informed that one of their manufactured ceiling mounted, patient transfer xy system (monarch) pulled out of the ceiling. The caregiver was hit in the head when the rail came down but did not need medical attention. The investigation was completed and the manufacturer found: the installation was done by a trained dealer (third party) who admitted changing the installation method at the last minute. Pictures showed that the hardware (lag bolts) that was used by the installer (not specified by the manufacturer) pulled out from the house wooden structure. Dealer said they conducted the initial weight load test (not documented) but did not detect any anomalies at commissioning. The installation was redone properly and a weight tested the day after the event. No medical attention or emergency services were required after the incident.